Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) presented in safety mode two days after implant. It was reported that the patient had a stroke following the implant procedure.